Event description:
It was reported that five (5) exactamix 500 ml eva tpn bags were leaking from an unspecified location. This was noticed upon opening the delivery prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10: h4: the lot was manufactured between april 2, 2023 ¿ april 4, 2023. H10: five (5) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Functional testing was performed using tap water, and a leak on the spike port weld seams of three (3) samples was observed; no issues were observed on the remaining two (2) samples. The reported condition was verified on 3 bags and not verified on 2 bags. The cause of the leak could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bond. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.